Event description:
Reportedly, particulate shavings from the device was falling into the cavity, due to tip being bent back. The shavings were removed and there were no injury or ill-effects reported.